Manufacturer narrative:
A review of the returned sample found the device had a damaged cannula tip which would prevent the needle from obtaining samples, confirming the complaint. Based on the damage, the needle most likely hit hard or calcified tissue during the procedure. The device is intended for biopsies of soft tissue only. The IFU cautions " verify integrity of needle before cocking instrument and after firing(s). If needle is damaged, appropriately discard the entire device and prepare a new instrument. Do not attempt to open the device."

Event description:
During the biopsy on mass fragments of the rectus muscles of a patient no sample was taken after 3 attempts.